Event description:
It was reported that a malfunction alarm occurred with malf 12 code showing on the display. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. Instructions were given to continue using the pump and to call back if any issues reappear. No additional follow-up was necessary as the customer acknowledged and understood the guidance provided.